Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Log review showed an error indicating the axis 2 motor encoder increment track had slipped, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was analyzed and when installed on an in-house system, errors were triggered indicating a motor encoder fault on axis 2, ultimately pointing to the pitch chipencoder virtual absolute (cva) printed circuit assembly (pca). The unit was then installed onto a test platform where all relevant testing was passed within specification.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified that the universal surgical manipulator (usm) was being utilized incorrectly by the customer, which caused the fault. Details regarding how the usm was being used incorrectly were not provided. The customer was advised on proper use of the usm and the issue was resolved. The fse was able to reproduce the customer reported issue and as a result, the usm was replaced. The fse then tested the system and verified that it was ready for use. Isi has not received the usm for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted vesicolithotomy procedure, the customer encountered an error pointing to universal surgical manipulator (usm) #2. The customer attempted to recover the fault by rebooting the system, along with performing an emergency power off (epo), but without success. As a result, the surgical procedure was aborted. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that ports were placed prior to the issue being identified. There was no injury to the patient as a result of the reported issue; however, the procedure was suspended and not performed as planned.